Event description:
Information was received indicating that the cadd legacy 1 pump displayed error 1720. There was no patient involved.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. Functional check was performed. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. It was recommended to replace the back-up capacitor.